Event description:
As reported on the medwatch form: "upon pulling an indwelling sciatic nerve block catheter that was in situ, the physician noted that a portion of the catheter was retained. Upon x-ray of pt's buttocks area, catheter not detected. Upon x-raying same type catheter, it was also not detected on x-ray." Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the intended procedure? Sciatic nerve block via indwelling catheter to deliver pain medication. Add'l info provided by the facility indicated the pt was an mva pt and the catheter was placed in the buttocks near the sciatic nerve to administer morphine for pain. The catheter was in place at least 48 hrs, before the catheter was removed by the physician. At that time, the tip of the catheter was left behind in the pt. The pt was advised to leave the fragmented piece of catheter in place and was discharged to a rehabilitation facility. The pt suffered, no adverse sequela associated with the incident.

Manufacturer narrative:
The actual device was not returned to the MFR to be evaluated. Incidents of this nature can generally be attributed to the catheter being withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." The nature of the fracture could not be determined from the event description. Without the sample for eval, no specific conclusions can be drawn. To address the issue of the catheter not being detected on x-ray, it is to be noted that the labeling on the packaging of this prod does not claim that the catheter is radiopaque. All available info has been forwarded to the MFR for further eval.